Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported inappropriate therapy could not be conclusively determined.

Event description:
Inappropriate therapy was delivered. The device was reprogrammed to resolve the issue and the patient condition was good.